Manufacturer narrative:
The tech found the brake casters are worn and both brake caster supports are cracked. The tech replaced the brake casters and cracked brake supports to resolve the issue.

Event description:
The tech alleged that the brake caster was ratcheting while in brake mode.